Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 until the end of pump use on (B)(6) 2011 revealed that the daily insulin delivery correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2011 it was reported that on (B)(6) 2011 the patient obtained the elevated blood glucose reading of "greater than 400 mg/dl". At that time the patient experienced the symptoms of nausea, vomiting and a sore throat. The patient changed the infusion set and discovered the cannula was bent. The patient administered "small" boluses during the day to correct her blood glucose levels; she did not seek any medical attention. On (B)(6) 2011 the patient's blood glucose level was 370 mg/dl. Troubleshooting revealed there were no site issues, no leaks or air bubbles found in the tubing and the patient's insulin handling was correct. The patient refused to investigate the pump settings during the troubleshooting telephone call. There is no evidence the pump was not accurately delivering insulin as programmed. The patient discovered the cannula was bent when she replaced the infusion site, which can cause an under-delivery of insulin. However, as the patient obtained elevated blood glucose levels and suffered symptoms of severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.